Event description:
Hcp reported pt developed vertigo; operating spinal cord stimulator made vertigo symptoms increase. The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.